Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the black coating of the monopolar cautery instrument was noted to have broken off its shaft. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the insulation was gouged on one side and had a 1.56 x .161 piece missing roughly 5.29 above the snake wrist. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.